Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer inserted a new battery, the screen lit up, the customer pushed the act button and then received a battery out limit alarm. The customer's blood glucose was 179 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display returned. Explained that the battery out limit alarm was normal insulin pump behavior given the situation. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.